Event description:
It was reported, that 3 pen ndl 32g 4mm 100bx 1200 USA. Had damaged packaging before use. The following was reported by the initial reporter: "it was reported, that 3 pen needles were missing outer covers, tear drop labels, and inner shields. Which caused a needle stick". Verbatim: from (B)(4): consumer reported, that there were 3 pen needles inside of the box without covers or tear drop labels. And she stuck her finger as she reached into the box. Consumer also stated, that her husband was also stuck by a needle in the same box, that was without covers. See case file (B)(4) for original complaint. Replacement product voucher is being sent on original file. Lot #: 0043788, catalog #: 320122, date of event: (B)(6) 2020, samples: discarded. Consumer reported, that there were 3 pen needles inside of the box without covers or tear drop labels. And she stuck her finger as she reached into the boxes.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned. Therefore, the complaint could not be confirmed, and the root cause is undetermined. A lot history review was carried out. And no related non conformances were raised in association with this packaged lot concluding all inspections were performed, as per the applicable operations and met qc specifications.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 3 pen ndl 32g 4mm 100bx 1200 USA had damaged packaging before use. The following was reported by the initial reporter: "it was reported that 3 pen needles were missing outer covers, tear drop labels, and inner shields which caused a needle stick. Verbatim: from cs0037954: consumer reported that that there were 3 pen needles inside of the box without covers or tear drop labels and she stuck her finger as she reached into the box. Consumer also stated that her husband was als stuck by a needle in the same box that was without covers. See case file cs0037870 for original complaint. Replacement product voucher is being sent on original file. Lot #: 0043788 catalog #: 320122 date of event: (B)(6) 2020 samples: discarded consumer reported that that there were 3 pen needles inside of the box without covers or tear drop labels and she stuck her finger as she reached into the boxes."